Manufacturer narrative:
The initial MDR reported an incision enlargement was required; however, a patient code was not included as needed. (B)(4). It was also reported that the lens was discarded at the end of the surgery. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. H

Event description:
It was reported that patient could not tolerate the correction for the astigmatism from the tecnis symfony toric multifocal intraocular lens zxt300 in the right eye. There were no postop complications but she did not like her vision post op. Lens was explanted. Surgeon extended the original incision by 2mm, replaced the symfony with a non-amo monofocal lens and used a 10-0 suture. No vitrectomy was required. The intraocular lens was discarded at end of surgery.